Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with the pd treatment. Fluid was discovered leaking from the stay safe connector during fill 1 of treatment. There was no fluid in the cycler pump module area or on the external cassette. The patient canceled treatment for the night. In a follow up, the patient verified the leak and said it was the blue pin that was leaking. There was no harm, intervention or adverse event associated with the leak. The cycler set is available to return.

Manufacturer narrative:
Correction: the g.3. Date on the initial MDR should have been 11/20/2025.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with the pd treatment. Fluid was discovered leaking from the stay safe connector during fill 1 of treatment. There was no fluid in the cycler pump module area or on the external cassette. The patient canceled treatment for the night. In a follow up, the patient verified the leak and said it was the blue pin that was leaking. There was no harm, intervention or adverse event associated with the leak. The cycler set is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with the pd treatment. Fluid was discovered leaking from the stay safe connector during fill 1 of treatment. There was no fluid in the cycler pump module area or on the external cassette. The patient canceled treatment for the night. In a follow up, the patient verified the leak and said it was the blue pin that was leaking. There was no harm, intervention or adverse event associated with the leak. The cycler set is available to return.